Manufacturer narrative:
Concomitant product: product ID: 8731sc, lot# b0879676k, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information reported the lot # of the catheter.

Manufacturer narrative:
Analysis of the pump (sn (B)(4) found no anomaly. Analysis of the catheter (unknown lot#) found there were coring-tearing-cuts in the seal of the sc connector, but met leak criteria. The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, explanted: (B)(6) 2015, product type: catheter. (B)(6). (B)(4).

Event description:
It was reported that, the patient came to change the pump due to end of service; there was no allegation against the pump, or indication that it was removed prematurely. During the explantation, when the pump was removed, it was noted that the catheter connected was not on the pump correctly. No troubleshooting had been performed prior to pump removal. The patient had not been experiencing satisfactory pain relief with their device, and it was noted that the dosage had been increased over time. A catheter dye test was done, and the catheter was not patent; there was leaking around the connector site. As a result, the catheter was revised (also reported as partially explanted; part of the catheter remained in the patient), and a new pump segment was attached to a new pump. It was unknown if the issue was resolved at the time of the report. The pump was being used to deliver morphine and bupivacaine at the time of the event. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).